Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's system was explanted due to infection.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.